Event description:
It was reported that there were concerns this right atrial (ra) lead exhibited noisy signals. Technical services (ts) reviewed the reports and noted that it was most likely atrial fibrillation (af) as the patient has a history of af. A generator change was planned for this device already. Ts suggested programming options for the replacement device as there was atrial under-sensing seen. The lead remains in use. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).